Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Device evaluation: the customer complaint was confirmed by functional testing. The cause was a faulty keypad. The keypad was replaced and the device passed functional testing after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that pump had an error code 45520. There was unknown patient involvement and unknown patient harm/adverse event reported.